Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted multiple battery depleted messages. Functional tests included use testing. A battery was inserted into the pump and the pump was powered up, the 'alarming blank screen' issue was unable to be duplicated. The software applications were reinstalled as a preventative measure. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received that the cadd prizm pump is alarming with a blank screen. No reported adverse effects.